Event description:
The impella controller screen froze with a black screen and no options to select. There was a constant hum from the controller console. The impella rotation icon showed no rotation. Auscultation of the pt demonstrated no impella rotation noises. A new controller was hooked up with complete waveform operation and rotation icons. Auscultation of the pt confirmed impella rotation sounds.